Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of error code 133.6090 was confirmed through a review of the device logs and laboratory testing. Review of the pcu error log showed, prior to the issue being reported, the reported error code 133.6090.0 was recorded from (B)(6) 2025. On (B)(6) 2025 at 05:45:02 pm, the pcu alarmed for error code 133.6090 (main speaker failure). On (B)(6) 2025 at 10:59:05 am, the pcu alarmed for error code 133.6090 (main speaker failure). On (B)(6) 2025 from 03:05:22 pm to 03:09:46 pm, the pcu alarmed for error code 133.6090 (main speaker failure) for a total of two (2) times. Device internal inspection found signs of fluid ingress and corrosion inside of the device. Power supply board was noted with fluid ingress and corrosion. Suspect pcu was powered on and device displayed system error code 133.6090. Iso board assembly was temporarily replaced with known good dchu laboratory part. After powering on the device, system error code 133.6090 was displayed on the device. Logic board was temporarily replaced with known good dchu laboratory part. After powering on the device, system error code 133.6090 was displayed on the device. Power supply board was temporarily replaced with known good dchu laboratory part. Device powered on and no errors or malfunctions were observed. The alaris user manual v12.3.1 stated that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had the error code 133.6090. There was no patient involvement.